Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was also noted that the ipg was moving through to the skin and the patient felt that the ipg was tilted or flipped. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was also noted that the ipg was moving through to the skin and the patient felt that the ipg was tilted or flipped. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having difficulty charging the ipg. It was also noted that the ipg was moving through to the skin and the patient felt that the ipg was tilted or flipped. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action to be taken.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was also noted that the ipg was moving through to the skin and the patient felt that the ipg was tilted or flipped. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4). Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was also noted that the ipg was moving through to the skin and the patient felt that the ipg was tilted or flipped. The patient will undergo a revision procedure.